Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Following products were also reported in the event: no. Product qty lot 510k 1 2991022 1 h5118852 k073291 00613994291004 3 7893050 1 0082307w k052609 00613994168894 4 7893060 1 0244750w k052609 00613994168917 5 7226550 3 na k050809 00885074362915 6 7226535 1 na k050809 00885074362885 7 7226545 1 na k050809 00885074362908 8 7225545 1 na k050809 00885074362762 although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Level: l3-l5 procedure: open transforaminal interbody fusion it was reported that post-op, dural tear occurred. Small punctate dural rent occurred just below take off of l5 nerve root. Dural tear was repaired during index surgery, surgery was ¿repaired with 6-0 prolene suture and closed with duragen¿. Patient outcome: resolved.